Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received in packaging different from the standard configuration. The complaint product sample was disinfected. It was noted during disinfection that blood clots were present within the sample. Full strength bleach and extended dwell was used to fully remove the clots with success. As the sample was disinfected and prepared for analysis, a leak was also found in the saline ¿t¿ connector. After further inspection, no other issues were found. The complaint product sample was visually inspected. During the inspection, it was observed that the priming line was detached from the saline ¿t¿ connector. Inspection under the microscope revealed no presence of solvent on either the line or the connector port. No other issues were found in the remaining components of the set. The reported issue was confirmed during the evaluation. The cause was traced to a manufacturing issue. A review of the DHR for lot 25jr01143 revealed no documented non-conformances, deviations, or rework activities associated with the complaint description.

Event description:
The clinic manager (cm) reported to fresenius that the blood line and saline line on the combiset bloodlines set had separated. No patient involvement was indicated upon initial reporting. Additional information was requested, however a response was not received. The sample was returned to the manufacturer. Upon physical evaluation, the manufacturer noted blood clotting throughout the sample indicating that the reported malfunction occurred during patient treatment.